Event description:
The healthcare professional reported that during a revision hybrid balloon sinuplasty (bsp) procedure, there is a continued accuracy issue with the rom of the 0° trudi nav suction device (tdns000z / 2111120) and the trudi system. The procedure was completed with the issue. There was no report of any patient adverse event or complication. No medical intervention was required. On 07-sep-2022, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green. There was no error message on the trudi navigation monitor. The trudi suction device was plugged in after registration. The patient tracker was not moved and the patient tracker cable was not under tension in relation to this event. Computed tomography (CT) scan was used as the primary image. The exact number of slices on the scan is not known, but it was approximated to be 200+ one (1) millimeter slices. The information indicated that the inaccuracy issue was determined by placing the suction device on the posterior wall of the sphenoid sinus. The trudi screen showed suction was in the brain when it clearly was not. There was no ferromagnetic material placed within the trudi zone. The crosshairs did not turn yellow. The emitter pad did was not moved and the patient did not move. There was no other device shaft in the proximity to an emitter pad¿s transmitter. Based on the additional information received on 07-sep-2022, the accuracy issue was observed when the icon on the trudi system was green. The event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (2111120) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a revision hybrid balloon sinuplasty (bsp) procedure, there is a continued accuracy issue with the rom of the 0° trudi nav suction device (tdns000z / (B)(6)) and the trudi system. The procedure was completed with the issue. There was no report of any patient adverse event or complication. No medical intervention was required. On 07-sep-2022, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green. There was no error message on the trudi navigation monitor. The trudi suction device was plugged in after registration. The patient tracker was not moved and the patient tracker cable was not under tension in relation to this event. Computed tomography (CT) scan was used as the primary image. The exact number of slices on the scan is not known, but it was approximated to be 200+ one (1) millimeter slices. The information indicated that the inaccuracy issue was determined by placing the suction device on the posterior wall of the sphenoid sinus. The trudi screen showed suction was in the brain when it clearly was not. There was no ferromagnetic material placed within the trudi zone. The crosshairs did not turn yellow. The emitter pad did was not moved and the patient did not move. There was no other device shaft in the proximity to an emitter pad¿s transmitter. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile trudi 0-degree suction device was received contained in the decontamination pouch. Visual inspection was performed. No damage was observed. The electrical functionality was tested, and the device was confirmed to be within specifications for all the connectivity and isolation values. The device was then connected to (B)(4) magcs. The device successfully passed a calibration check. The reported issue documented in the complaint could not be confirmed since the device performed without issues and values on the magcs were found to be within specification. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A review of manufacturing documentation associated with this lot ((B)(6)) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05-oct-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.